Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to reset bluetooth, remove and reinstall the g5 application, and manually enter the transmitter ID, which was successful at establishing a connection. No additional patient or event information is available.